Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the patient underwent bilateral replacements as follow: left replaced with cat#:3502375, sn#: (B)(6) and right replaced with cat#: 3502375, sn#: (B)(6) . Patient was 54 years old at the time of event. Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold in the anterior view, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown baker grade, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a asian female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced right sided deflation, and capsular contracture unknown baker grade post procedure. A physical examination was performed by a physician and capsular contracture pending baker grade was diagnosed. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).